Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a skin irritation that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient described the irritation as looking like hives, red and the size of the sensor patch. Irritation was located underneath the sensor patch. On (B)(6) 2016 patient went to the doctor and was prescribed a cream, but was unable to recall its name. Patient treated the affected area with over-the-counter benadryl cream and the prescription cream after the sensor was removed. At the time of contact, the patient's irritation was gone. No additional event or patient information was provided.